Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that the paramedics were called to treat her low blood glucose. The customer also reported that they had a depleted battery life that would not last for a week. The customer's blood glucose was 18 mg/dl at the time of incident. The customer stated that she was treating her blood glucose then her blood glucose dropped low. The insulin pump will not be returned for analysis.